Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted to the hospital due to a potential infection at the ipg site. The patient has been on a course of intravenous antibiotics. The infection has cleared, and the patient is now on a course of oral antibiotics for 5 weeks.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.